Manufacturer narrative:
Concomitant medical product: 4058m58 lead implanted (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead exhibited high thresholds and no capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.